Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. During preparation, a 4.00 x 16 synergy ii everolimus-eluting platinum chromium coronary stent system was selected. When pulling the device out of the hoop, the stent dislodged from the balloon. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.